Event description:
During cardiac catheterization while pt was under fluoroscopy, it was discovered that a small piece of the tip of the control wire had broken off (approx. 2mm) and had gone into the left lung, ending in a small very distal branch of the pulmonary artery in the capillaries of the left lung. This occurred when the catheter and wire were passed into the left pulmonary artery, immediately prior to coiling. Md did visually inspect the wire prior to use.